Event description:
Complainant alleged that while attempting to defirbillate pt in cardiac arrest the device was charged to the selected energy (joules unk) and failed to discharge when the "shock" button was depressed. The user changed the electrodes and charged the energy, however the device failed to discharge. The device did discharge successfully once to the pt at 200 joules. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired, however it was not a result of the reported malfuntion.